Event description:
It was reported that the unipolar lead impedance measured through the device was 270ohms. The analyzer measured bipolar impedances in the 300ohms range and unipolar in the 500ohms range. Metal ion oxidation of the lead was discussed. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.